Manufacturer narrative:
One pneupac parapac ventilator was returned for analysis. The unit was tested; gas input pressure momentarily dropped with a loud hissing sound observed during relief pressure test. Based on the evidence, there was no fault found as the complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator failed on 100 percent oxygen. There were no reported adverse effects.